Event description:
It was reported that during a hand assisted lap colectomy procedure, trocar was inserted into the pt and the surgeon noticed damage along the tip of the cannula. There was no pt consequence.